Event description:
It was reported that a lead was to be returned. The reporter did not have any information on the event and was to speak with the person involved. The patient¿s status at the time of the event was said to be alive and no injury. It was unknown if there were any patient symptoms or complications associated with the event.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the implanter suspected the lead was faulty as they could not get a motor response when testing perioperatively. Each electrode was tested with a patient cable and there were no motor responses. A new lead was opened and worked.

Manufacturer narrative:
Analysis of the lead (lot # 0208122408) found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.